Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens od. Postoperatively, the pt complained of blurry vision and severe glare. Bcva is now 20/20, but nighttime glare has not resolved. The pt reports undergoing a yag laser procedure in 2006 and undergoing lasik surgery in 2007. Additional info was requested from the implanting physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.